Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was intermittantly oversensing, resulting in ventricular pacing inhibition. No historic noise was noted on stored implantable cardioverter defibrillator (ICD) electrograms. The clinician noted that the ICD had moved within the device pocket since implant. No reports of patient effects, related to the pacing inhibition were reported.